Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified lower extremity artery. A 2mm x 40mm x 144cm coyote es balloon was advanced for dilation. However, during the first inflation, it was noted that the balloon ruptured. The device was removed and the procedure was completed using an alternate device. No complications were reported, and the patient is expected to fully recover.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft burst 6cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the shaft.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified lower extremity artery. A 2mm x 40mm x 144cm coyote es balloon was advanced for dilation. However, during the first inflation, it was noted that the balloon ruptured. The device was removed and the procedure was completed using an alternate device. No complications were reported, and the patient is expected to fully recover.